Event description:
Account said, the head hilo was drifting.

Manufacturer narrative:
Upon follow up, account stated that she has not had time to work on the bed and that it will be some time until she will be able to find the time to work on this bed. She will call back, if needed, at such a time that he is able to perform work on the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.